Manufacturer narrative:
Implant date: (B)(6) 2021. Exact date: unknown.

Event description:
It was reported that the patient experienced a loss of stimulation due to lead migration. It was noted that during the initial implant procedure no lead anchor was used. The patient underwent a lead revision procedure and therapy has been successfully restored. The lead remains implanted and therefore will not be returned.